Event description:
T was reported that after wearing the pod between 37 and 48 hours, the site was painful, red, inflamed, itchy and infected with pus. The patient visited the general practitioner (gp) who prescribed antibiotics and an antiseptic cream (names unspecified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.